Event description:
Endoscope became retroflexed in pt's esophagus. Were unable to straighten endoscope. Dials turned but tip would not move. Scope withdrawn in retroflexed position to the pharynx and unflexed digitally before complete removal.